Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the MFR received a call from the vad coordinator reporting that the pt at home stated that there was funny sound coming from the pump. The pt was also getting a yellow wrench alarm. This alarm was silenced when they were hooked up to the power base unit (pbu), no further alarms noted. Later in the evening, they received a red heart alarm, and the pump stopped. They began hand pumping, and the ems took pt to the nearest hosp. Upon arrival, they required intubation. Bp support with multiple drips. The hosp could not find the pneumatic drive console, so the vad coordinator called the MFR to see if they should try electric actuation, or transport the pt to another facility. The MFR also reviewed the need for anticoagulation, and told them to call back if they had a clinical question. It was decided to transfer the pt by ambulance and the pt is currently being supported on a pneumatic drive console. The pt condition is stable. The pt remains intubated, and is on a few drips, and their condition has much improved.